Event description:
The plaintiff's attorney alleged that the decedent experienced a sudden cardiac even on or about (B)(6) 2010 and subsequently expired on (B)(6) 2010 after the use of the product.

Manufacturer narrative:
This is one event for same pt involving two separate products.